Event description:
The customer also changed the fill amount setting to address the reported high blood glucose (bg). The setting had been discussed with a healthcare provider. The customer had no new high bg levels.

Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 72 hours if using novolog.

Manufacturer narrative:
Per the t:slim user guide: humalog was tested for up to 48 hours as labeled. Change your infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300s or higher mg/dl). The high bg would occur approximately 24 hours after new supplies were loaded and then again on day 3-4. The cause of the high bg events was not known. A pump system check was performed using the current pump supplies and no device issues were identified. The customer has poor eyesight so it was unknown if there were air bubbles in the tubing. The customer also changed the pump supplies after 3-4 days of use and sometimes the supplies would be changed on day 5. The customer was aware that the cartridge and infusion set were labeled to be changed after 72 hours. As the events had occurred in the past, tandem technical support was unable to troubleshoot. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.